Event description:
It was reported that while setting up for a breast biopsy procedure, they had an issue with their probe. They changed probes and while starting to take samples they heard a grinding noise and received and error code (no code noted). They changed probes and as they tried to initialize the probe they received an error code. They tried another probe and continued to have the issue. They aborted the case with no samples taken and rescheduled the patient. No patient data available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.